Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09570, related manufacturer reference number: 2017865-2019-09801. It was reported that the patient experienced pocket infection. During laser lead extraction, pus was observed in the pocket. The pacemaker system was extracted on (B)(6) 2019. The patient was stable.